Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The MFR did not receive explanted devices or further source documents. The x-rays provided have been reviewed. They do not reveal the root cause of the breakage, but just document the broken nail. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure has lead to the alleged event. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that pt underwent revision due to breakage of the nail. It is also reported that pt was non-compliant.